Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort.. It was also noted that the patient was having difficulty charging ipg. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the device exhibited normal device characteristics. However, a review of the patient's data found that low charge voltage and low charge current, likely caused by device migration/depth/orientation issues, which is the root cause of the complaint. With all the available information, boston scientific concludes that the reported complaint was confirmed. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort.. It was also noted that the patient was having difficulty charging ipg. The patient underwent an ipg explant procedure.